Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the c3 lead was exhibiting high impedance on all contacts . As a result surgical intervention took place where the c3 lead was explanted and replaced with a new lead and resolving the issue.